Event description:
The pt contacted lfs alleging that her one touch ultra meter was prompting error 1 message. The pt stated that she is supposed to test her blood glucose level once a day. She has not been able to obtain a result on the reported meter for at least three days due to the error 1 prompt. She was experiencing symptoms of sleepiness during the time of concern. She took no actions following attempted use of the meter. The pt look the reported meter to her physician to seek assistance in fixing the meter. The pt rec'd no treatment. The customer svc rep walked the pt through retesting with the meter and the error 1 prompt appeared. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved error prompt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them, if either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.